Event description:
Pt has had two previous back surgeries, 7/87 & 7/97, which were not performed at reporting facility. Pt presents back pain, x rays indicate fracture of previously placed harrington rods. Replacement surgery satisfactorily performed 2/17/99. Removal of metal posterior with reinstrumentation posterior spine t6-s1 and implantation of ebi electro stimulator. Several pseudoarthrosis sites were identified during surgery.